Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to receiving inappropriate therapy due to oversensing. Diagnostic imaging was performed and confirmed that the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced. The patient was stable and will continue to be monitored.